Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he just got back from the hospital and the meter said his blood glucose level was over 600 mg/dl. The customer treated their blood glucose level with 3 units using the insulin pump. The customer needs to go to the emergency room. No further information was obtained. The device was not returned.